Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The root cause of this event cannot be conclusively determined with the available information. However, the calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The explanted device has not been returned for evaluation. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 21mm aortic valve was explanted after an implant duration of five (5) years and seven (7) months, due to structural valve degeneration and severe stenosis secondary to calcification. There was no clot or pannus at reoperation. The pre-operative mean gradient was 49 mmhg. Per the medical records, the patient had a very small aortic root. A heavily calcified prosthetic valve was encountered and carefully excised. The root was inspected and a large amount of scar tissue was present and excised sharply. The coronary ostia were quite low and were very close to the previous sewing cuff. The explanted device was replaced with a non-edwards mechanical prosthesis. Transesophageal echo examination demonstrated a well-seated, well-functioning aortic prosthesis.

Manufacturer narrative:
Customer report of calcification and stenosis was confirmed. X-ray demonstrated minimal calcification on leaflet 1, heavy calcification on leaflets 2 and 3, and wireform distortion around leaflets 2 and 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 2 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflets 2 and 3 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. Mechanical damage was observed on leaflet 1 near commissure 1. Serrated markings were observed on leaflets 1 and 2 near commissure 2. Leaflet 2 had a 3.5mm tear near commissure 2; serrated markings and calcification was evident near the tear. The sewing ring was cut at multiple locations around the valve, and the wireform was exposed near leaflet 2 at the outflow aspect.